Event description:
During surgery when the surgeon finished tightening of the screw, the head of the screw fractured. Broken part could not be extracted and the surgeon placed another screw. Neither delay nor adverse consequences were reported for the pt.

Manufacturer narrative:
Investigation in progress, but not yet complete.